Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer noted their blood glucose kept increasing while on the pump, and believes there is an issue with the mechanical pipe that controls the reservoir. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. Customer was rewinding the device and did not stop the filling process. Customer mentioned getting stuck in the preparing to prime loop. The customer may have experienced a prime/fill anomaly. Customer was advised that a replacement will be sent. The product was returned for analysis.